Manufacturer narrative:
One cadd ms3 pump was returned for analysis. The customer's stated problem was verified. The device displayed error 112, the motor was not functioning properly. Service reported that faulty motor was the cause of the pump malfunction. Service will replace the motor. The problem source is the motor.

Event description:
Information was received that this smiths medical cadd ms3 pump displayed error message "system fault call for service". No adverse effects were reported.

Event description:
Additional information received: occurred during testing, no patient involvement.